Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range shock lead impedance measurement which was detected via patient's remote monitoring system. Additional information indicated that the cause of observation has not been identified and no shock test was performed. Normal routine follow up will be continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the rv pacing impedance measurements were less than 200 ohms. An x-ray was performed, which revealed a ¿pinching¿ of the patient's rv lead near the patient¿s clavicle. No noise was observed on the presenting electrogram (egm). No actions or interventions had been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted the rv pacing threshold measurements continued to increase and the rv sensing measurements decreased. It was noted that a lead insulation breach was suspected. A surgical revision was performed, and the device was explanted and replaced. No additional adverse patient effects were reported.